Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2014 . It is alleged the patient was injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR #3002808486-2019-01097.

Event description:
Patient allegedly received an implant via the right femoral vein due to left side deep vein thrombosis (dvt) with inability to anticoagulate. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "the ivc filter is tilted and perforated my ivc. I was told it cannot be removed". Additionally, patient alleges anxiety and worry "about the filer and what damage it could cause". Per the ivc (inferior vena cava) filter placement report dated 02jul2014: "the patient had a successful inferior vena cava placed". Per the 11oct2017 independent review of a CT abdomen report dated 06sep2017: " positive for caval perforation. Superior extend of ivc filter is at the l1 vertebral body. Inferior extent l3 vertebral body. A total of four prongs have perforated the ivc. Maximum distance prong perforated is 11mm. Coronal images show a 9-degree tilt superior right to inferior left. Sagittal images show 15-degree tilt left-to-right. Diameter of ivc directly above filter measures 29mm x 23mm".